Event description:
The customer reported that there was a patient death and that the patient was monitored on a philips device.

Manufacturer narrative:
The available information does not support that there was any malfunction of a philips device. Based on the available information and the inability to test the transceiver in question, and while there is no indication of a device malfunction, the device is deemed to be a factor in this patient's death. Since logs do not store information about yellow or inop alarms that occur, no conclusion can be drawn regarding if an inop "leads off" alarm occurred and if a user silenced it. Philips is reported this incident because, there was a patient death and the patient had been monitored using a philips monitor. Further investigation will determined if there was any health risk. (B) (4)